Event description:
Pt reported that one front caster had detached approx two years ago. To the best of her memory she was walking in her home. There was no fall or injury. She reported it to her local (B)(4) dealer who sold her a new walker. This report comes about from her returning again with the second walker for repair and also asking if this subject walker could be repaired. The caster is currently attached and shows signs of having been loose.